Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3,g4,g6,h1,h6,h10 as reported, a 6f/7f mynxgrip vascular closure device (vcd) was deployed; however, when the device was removed from the patient, bleeding and swelling was noted and the polyethylene glycol (peg) was still on the white advancer tube. Manual compression was done for 20 minutes. There was no reported patient injury. The mynxgrip was prepped as per instructions for use (IFU). The mynxgrip was inserted, its balloon was inflated and retracted, the side port was checked, sealant was deployed, the tamp tube was advanced and was held and laid down in place for 30 seconds. The operator was trained to use the device. The device was stored as per labeling and was opened in a sterile field. The product was not retuned for analysis. A product history record (phr) review of lot f2100801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ and ¿swelling¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Patient and procedural factors may have contributed to the reported events. Swelling is a known potential adverse event related to use of a vascular closure device and is listed in the IFU as such. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2100801 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was deployed; however, when the device was removed from the patient, bleeding and swelling was noted and the polyethylene glycol (peg) was still on the white advancer tube. Manual compression was done for 20 minutes. There was no reported patient injury. The mynxgrip was prepped as per instructions for use (IFU). The mynxgrip was inserted, its balloon was inflated and retracted, the sideport was checked, sealant was deployed, tamp tube was advanced and was held and laid down in place for 30 seconds. The operator was trained to use the device. The device was stored as per labeling and was opened in a sterile field. The device will not be returned for evaluation.